Event description:
This unsolicited device case from (B)(6) was received on 18-apr-2016 from a physician. This case concerns an adult female patient who received treatment with seprafilm and later after unknown latency experienced haematoma. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date, while the patient was undergoing a surgery, seprafilm was used (dose, form, route, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient developed haematoma at the site to which seprafilm was applied, although it was believed during the surgery that hemostasis was secured by electrocautery. As a corrective treatment, the patient underwent another surgery for haematoma evacuation. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: haematoma (haematoma). Reporting physician's seriousness assessment: not provided. Reporting physician's causality assessment: not provided. Seriousness criteria: important medical event. Pharmacovigilance comment: sanofi company comment dated 20-apr-2016: this case concerns a patient who underwent an unspecified surgery after which seprafilm was applied at the site. After this hematoma developed at the site of application, as a treatment for which, the patient underwent another surgery. Based upon the lack of information regarding the temporal gap and the post-operative conditions a comprehensive case assessment cannot be made.

Event description:
Haematoma [haematoma]. Case narrative: this unsolicited device case from japan was received on 18-apr-2016 from a physician. This case concerns an adult female patient who received treatment with seprafilm and later after unknown latency experienced haematoma. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date, while the patient was undergoing a surgery, seprafilm was used (dose, form, route, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient developed haematoma at the site to which seprafilm was applied, although it was believed during the surgery that hemostasis was secured by electrocautery. As a corrective treatment, the patient underwent another surgery for haematoma evacuation. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: haematoma (haematoma). Reporting physician's seriousness assessment: not provided. Reporting physician's causality assessment: not provided. Seriousness criteria: important medical event. Additional information was received on 09-may-2016. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 20-jul-2016. It was reported that the continuation of the investigation was impossible because of the reporter's hazy memory of this old case and the difficulty to identify the patient whose medical chart might not be existing any more. No new information was received.

Event description:
This unsolicited device case from japan was received on 18-apr-2016 from a physician. This case concerns an adult female patient who received treatment with seprafilm and later after unknown latency experienced haematoma. No past drugs, medical history, concomitant medication. And concurrent condition were reported. On an unspecified date, while the patient was undergoing a surgery, seprafilm was used (dose, form, route, frequency, indication, batch/lot number and expiration date: not provided). On an unspecified date, after unknown latency, patient developed haematoma at the site to which seprafilm was applied, although it was believed during the surgery that hemostasis was secured by electrocautery. As a corrective treatment, the patient underwent another surgery for haematoma evacuation. Corrective treatment: surgery. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for would be reopened and an investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time diagnosis: haematoma (haematoma) reporting physician's seriousness assessment: not provided. Reporting physician's causality assessment: not provided. Seriousness criteria: important medical event. Additional information was received on 09-may-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-apr-2016: this case concerns a patient who underwent an unspecified surgery after which seprafilm was applied at the site. After this hematoma developed at the site of application, as a treatment for which, the patient underwent another surgery. Based upon the lack of information regarding the temporal gap and the post-operative conditions a comprehensive case assessment cannot be made.